Event description:
The customer stated, that he tested his blood glucose using his contour meter and his elite xl meter. The contour read 181 mg/dl, while the elite xl read around 90-118mg/dl. The difference between the contour reading and elite xl readings between 90 and 100 mg/dl would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the contour system. No product will be returned at this time.